Manufacturer narrative:
(B)(4)

Event description:
It was reported that during lead implant low r wave sensing was observed. The lead was repositioned, however, the helix would not deploy. The lead was not used. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.